Manufacturer narrative:
Product analysis: as found condition: the rist 079 catheter was returned for analysis within a shipping box. Damage location details: no damages were found with the rist 079 catheter hub. The rist 079 catheter body was found kinked at ~32.5cm from the proximal end of the catheter hub. In addition, the rist 079 catheter body was found broken at ~47.5cm from the proximal end of the catheter hub. No damages were found with the rist 079 catheter distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the package was opened to prepare the catheter for the procedure, the rist catheter came out of the packaging with a significant kink in the middle. There was no patient involvement as the issue was identified prior to use. The catheter was set aside, and a different rist catheter was used for the procedure. Additional information received reported there was no tampering of the device/ packaging visible.